Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Ra lead damage was suspected, but could not be confirmed to be the cause of the event. Abbott technical support was contacted and recommended lead replacement, however, no intervention was performed at this time. The patient was in stable condition.